Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: right femoral artery (rfa) occlusion. Surgical cutdown performed. Additional information on 15nov2022: during a tavr procedure on (B)(6) 2022, access was gained utilizing micropuncture and ultrasound guidance in the right common femoral artery. No issues were encountered advancing the procedural sheath. Protamine was given prior to closure. An 18f manta was deployed for closure. It was reported that post closure there was an rfa occlusion. A surgical cutdown was performed to resolve.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. No issues were encountered delivering the sheath. Protamine was administered prior to the closure procedure. Following deployment, a post-angiogram verified an occlusion of the right femoral artery. The physician chose to do a surgical cut down to address the occlusion. The root cause of the occlusion requiring surgical intervention cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta as seen during surgical intervention, no angiograms or device return submitted for investigative purposes. Therefore, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down remains undeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.